Event description:
The facility reported a fail code 538, which occurred during biomed testing. The hospital representative stated that there have no reports of any patient incident involving this pump since the last baxter service event.